Event description:
The pt received two trial leads with the same lot number. Several days later, the pt went to the hosp with symptoms of vertigo and headaches. The hosp admitted the pt for a neurological work up and a CT scan; it was reported both of these were initially negative. The following morning, the physician requested another CT scan which indicated the pt had suffered a stroke. The trial leads were removed. It was reported the implanting physician felt the stroke may have been caused by blood pressure during the procedure, and did not believe the issue was device related.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.